Manufacturer narrative:
(B)(4). Although, requested, the affected product has not been received. A follow up report with investigation results will be submitted, should the set be returned for evaluation.

Event description:
The customer reported during an infusion of piperacillin, a pt on the pediatric oncology unit noticed the bed was wet. Upon inspection of the tubing, the customer identified leaking of blood and medication solution from a crack on the proximal y-connector. There was no pt harm or medical intervention. The customer stated that no further pt/event information is available.